Manufacturer narrative:
The autopulse battery was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection was performed and no anomalies were found. The failure mode for "failed in charger" was not confirmed. However, additional testing indicated that the battery was defective and could not maintain power. Based on the evaluation results, a definitive root cause for the reported complaint could not be confirmed.

Event description:
It was reported that the autopulse nimh battery will not power the platform and fails test in the charger. Manufacturer has requested additional information, however no further details have been obtained. No adverse pt sequelae was reported.